Event description:
During use of this wiredriver in a bunionectomy procedure, the customer reported difficulty removing a k-wire from the patient's bone. As a result of this difficulty, metal shavings were noted in the surgical site. Irrigation was used to remove the metal shavings but some shavings remained in the surgical site. It was reported that the pt is doing fine.

Manufacturer narrative:
Eval findings: conmed linvatec received this wiredriver for eval. During testing of this unit, it passed all functional tests. Further investigation found a rust-like substance inside the shaft assembly. The root cause of the reported problem was unable to be determined. Conmed linvatec will continue to monitor this device for failures. This wiredriver accepts threaded or unthreaded wires from 0.028 inch to 0.062 inch (0.71 mm to 1.57 mm). The customer did not know the size of wire in use at the time of this event. The customer will be contacted with additional info regarding this device.